Manufacturer narrative:
The device was explanted on (B)(6) 2019. The recipient was re-implanted with a new device at the same surgery.

Manufacturer narrative:
This report is submitted on 25 october 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced electrode migration resulting in no neural response telemetry on all electrodes bar one. The implant remains insitu. An explantation and re-implantation is planned but the date is unknown as of may 22, 2019.